Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive architect ausab for one patient. The following results were provided: on (B)(6) 2024, sid (B)(6), initial anti-hbs= reactive; repeated in duplicate= reactive. The patient sample was sent out to a reference lab on 19jul2024, anti-hbs came back non-reactive. There was no impact to patient management reported.

Event description:
The customer observed a false reactive architect ausab for one patient. The following results were provided: (B)(6) 2024, sid (B)(6), initial anti-hbs= reactive; repeated in duplicate= reactive. The patient sample was sent out to a reference lab on (B)(6) 2024, anti-hbs came back non-reactive. There was no impact to patient management reported.

Manufacturer narrative:
Update to section h6 - adverse event problem: medical device problem code from a090804 to a090809. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in-house testing of a retained reagent kit and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The search for similar complaints for lot 60369fz00 did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any trend regarding commonalities for lot number 60369fz00 and issue. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 60369fz00 and complaint issue. In-house specificity testing was completed with retained complaint lot number 60369fz00. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect ausab lot 60369fz00 was identified.